Manufacturer narrative:
Although a conclusion can be reached after verifying additional information from the user, the findings confirmed based solely on the initial information are as follow: 1. In the photo regarding the related tip, it is clearly the I-16 tip, and after the tip was attached to the equipment and displayed as I-49 on the screen, no other problems with the equipment occurred. -> it is determined to be a single/temporary defect in the tip itself, rather than a problem with the equipment itself. 2. Details confirming that the user verified, after a skin procedure, that the tip was manufactured in 2021 and has an expiration date of 2 years. -> after reviewing the label on the tip shown in the photo, I confirmed that the authorized representative indicated on the label was changed after 2023. -> therefore, it is unlikely that (B)(6) medical distributed the relevant lot after 2023.

Event description:
It was reported that a patient was treated using a potenza device with an expired treatment tip. The tip was manufactured on (B)(6), 2021, and it has a sterilization date of two years. No patient injury or adverse event was reported. Upon inspection following the treatment, the provider identified a discrepancy between the tip packaging and the device registered tip. The packaging indicated an I-16 tip; however, the device had registered an I-49 tip at the time of use. At this time, there is no evidence of patient injury or device malfunction. It is undetermined how the user obtained the expired tip. This report was initially filed by the importer, cynosure, and (B)(6), as the manufacturer, plans to investigate and report as soon as additional information is obtained.